Event description:
Customer reported to beckman coulter, inc. (Bec) that the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer was leaking between sections. Customer reported that the bsv/actuator was not sealing properly. Customer reported that the leak was not contained within the instrument. Customer reported that the leaked fluid was lh diluent. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the bsv was leaking. The fse found the actuator was not sealing properly. The fse replaced the bsv and actuator and resolved the leak. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4)